Manufacturer narrative:
(B)(4). Foreign, (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that articular poly implant would not seat into tray when impacting with correct impactor. 1-2 minute delay while collecting another poly. No adverse event reported.

Manufacturer narrative:
(B)(4). Report source - australia. The complaint is considered confirmed based on the visual evaluation of the returned part and the photos provided. Product was returned for evaluation. Visual examination indicates that the device exhibits signs of use (nicked or gouged). Dimensional examination indicates that the device conforms to the measurable print specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.